Event description:
It was reported that the health care professional (hcp) requested a review of this implantable cardioverter defibrillator (ICD) data. Technical services (ts) noted a ventricular episode in which two appropriate anti-tachycardia pacing (atp) bursts accelerated this patient ventricular arrythmia and made the rhythm faster. The arrhythmia was subsequently terminated by a shock delivered by the ICD. No additional adverse patient effects were reported. This ICD remains in service.